Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted as or this time. A call was placed to technical services on 07/10/2018 stating that this lead shows noise and potentially indicating an early lead issues. Sensing is low and thresholds are high at 1.8 v@ 1 ms. The following physician dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).